Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a suspected low grade infection. All components were removed and replaced for a new ipp. Explants discarded. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device worked fine, there were no issues with the device.